Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). On an unknown date, the patient experienced abdominal distension ("severe bloating"). The patient was treated with surgery (she had tubes and coils removed, hysterectomy). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, anxiety and panic attack had resolved. The reporter considered abdominal distension, abdominal pain, anxiety and panic attack to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: outcome of events severe bloating, panic attacks and anxiety were updated to recovered. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. On an unknown date, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). On an unknown date, the patient experienced abdominal distension ("severe bloating"). The patient was treated with surgery (she had tubes and coils removed.). Essure was removed. At the time of the report, the abdominal pain had resolved, the abdominal distension was resolving, the anxiety had not resolved and the panic attack outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety and panic attack to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporters added. Consumer reported that she still has some anxiety which she can live with but her pain is completely gone and her blotting was going down everyday. She had tubes and coils removed (case become incident). Updated outcome of events and action taken of suspect drug. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.